Manufacturer narrative:
H.6. Investigation: customer has a contamination problem with the max instrument (material number: 441916, serial number: (B)(6)). Field service engineer (fse) was dispatched and instrument/lab space was decontaminated using bleach, di and alcohol and then retested all same areas finding still contamination only with n1 target on the aio keyboard. Fse reviewed results with customer and asked technical services to send a new keyboard to customer as soon as possible. With customer analyzed run results and review plots to explain how to determine a possible contamination is present but also did in depth review of patient sample and control material processing, workflow with emphasis on cleaning procedures and changing gloves frequently. The complaint is not confirmed as a failure of bd product and the root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 on bd max¿ system, with biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained. Confirmatory testing was performed using alinity pcr test method and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that biogx discrepant results occurred instrument/lab space has been decontaminated. Only one keyboard will be replaced to be safe. Customer mention "alinity" pcr test is used for confirmation. Reference and lot numbers of reagent's kits: k21-132 started (B)(6) 2021; prior, customer used k21-188. Samples affected (patient or external control): patients sample. Mostly positive for n1. Sample collection media type and size (1ml/3ml, etc): uvt 3mls. What do you use for external controls and how do you prepare them? Customer uses known negative patient samples for negative external control and biogx positive external controls. What are the run numbers and sample positions for each affected sample? Run# 1114, 1113, 1111, 1107, 1106. Has any of the samples affected been repeated? (B)(6) 2021: 5 positive patient samples were sent out to another hospital. 1 out of 5 samples came back positive. Additionally, the customer provided the following additional information: the customer has called back stating that they still are seeing qc failing. The customer is requesting service at this time. It is suspected that they have contamination that has occurred and why they can not pass any results. Until contamination has been rectified bd does not wish to expose fse at this time. Follow up call: customer ran em swans and negative controls. 2 negative controls came back positive. 2 em swans came back positive for the mouse and the front of the instrument. Customer is currently decontaminating instrument and work area.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 on bd max¿ system, with biogx sars-cov-2 open system reagents for bd max¿ system false positive results were obtained. Confirmatory testing was performed using alinity pcr test method and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that biogx discrepant results occurred instrument/lab space has been decontaminated. Only one keyboard will be replaced to be safe. Customer mention "alinity" pcr test is used for confirmation. Reference and lot numbers of reagent's kits: k21-132 started (B)(6) 2021; prior, customer used k21-188. Samples affected (patient or external control): patients sample. Mostly positive for n1. Sample collection media type and size (1ml/3ml, etc): uvt 3mls. What do you use for external controls and how do you prepare them? Customer uses known negative patient samples for negative external control and biogx positive external controls. What are the run numbers and sample positions for each affected sample? Run# 1114, 1113, 1111, 1107, 1106. Has any of the samples affected been repeated? (B)(6) 2021: 5 positive patient samples were sent out to another hospital. 1 out of 5 samples came back positive. Additionally, the customer provided the following additional information: the customer has called back stating that they still are seeing qc failing. The customer is requesting service at this time. It is suspected that they have contamination that has occurred and why they can not pass any results. Until contamination has been rectified bd does not wish to expose fse at this time. Follow up call: customer ran em swans and negative controls. 2 negative controls came back positive. 2 em swans came back positive for the mouse and the front of the instrument. Customer is currently decontaminating instrument and work area.